Manufacturer narrative:
Corrected: event/problem description, date received by manufacturer. The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Event description:
Patient was revised to address loosening of the asr cup.**update** (B)(6) 2011 - litigation papers received. They allege that doi was (B)(6) 2007. Additionally they allege that patient had metallic debris in her body. Reopened to update products.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient was revised to address loosening of the asr cup. Update: (B)(4) 2011 - litigation papers received. They allege that doi was (B)(6) 2007. Additionally they allege that patient had metallic debris in her body. Reopened to update products. Update: 2011 - plaintiff's preliminary disclosure form was received, which included medical records. Records state patient was revised to address pain, popping, clicking, scar tissue and impingent. The complaint and associated mdrs were updated.